Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge intermittently decreased to an inaccurate fill estimates. Reportedly, the cartridges were filled with 450-480 units of insulin, and the insulin gauge decreased to an inaccurate fill estimate of 135 units when the cartridge should have 223 units remaining. Blood glucose level was 105 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.